Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) output connectors were broken. It was also indicated that the red and white wires were pinched but the insulation was not compromised. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu fracture's analysis. There was no patient involvement.